Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A nordic bluetooth device pairing test was performed and failed. A review of the share log was performed and no data was not found within the investigation window. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported